Event description:
It was reported by the patient that the carelink monitor is unable to complete the send phase of the transmission. He gets the amber light, even when not trying to transmit. The patient moved to a different phone jack and reset the monitor but still got the amber light. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary:(B)(4): analysis found that the printed circuit (pc) board assembly was corroded and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit (pc) board assembly was corroded and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the carelink monitor is unable to complete the send phase of the transmission. The monitor will be replaced. No patient complications have been reported as a result of this event.